Event description:
It was reported that a malfunction alarm occurred. Additionally it was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on the continuous glucose monitor. High bg cause was not known. A correction bolus and manual injection were administered to address bg. The customer also report that they experienced a low blood glucose (bg) level of "low" on the continuous glucose monitor. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.